Manufacturer narrative:
Product analysis: as found condition: the pipeline flex and marksman catheter were returned inside the inner pouch, bio-hazard bag, and shipping box. Damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The distal end of the braid was not opened and frayed. The proximal end of the braid was found fully opened and frayed. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. Testing/analysis: the total and usable length were measured within specifications. The catheter was flushed with water and found patent. It was then tested by running an in-house 0.026" mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer report of "failure to open at the distal end" was confirmed that the braid's distal end was not opened due to a damaged braid. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid or user deploying the braid in the vessel bend. The customer indicated that vessel tortuosity was normal and that the braid was not positioned in a vessel bend, which rules out those two potential causes. It is possible that the damaged braid contributed to the failure to open. Damage to the braid can occur due to over-manipulation, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/resheathing the braid against resistance. Additionally, the customer's report of "resistance during delivery" was confirmed, as the pipeline flex was returned stuck inside the marksman catheter. Both the pipeline flex and the catheter were found to be damaged. The observed damage on the catheter (accor dioning), braid (fraying), and hypotube (stretching) suggests that a high force was used. This damage may have occurred when the customer attempted to advance or retrieve the pipeline flex through the catheter against resistance. However, the specific cause of the resistance could not be identified. Possible causes of the resistance include a lack of continuous flushing with heparinized saline during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the pipeline damage was not determined.

Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 228242110); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section, encountered resistance with the marksman catheter, and was found damaged. The patient was undergoing dense mesh stent implantation for treatment of a fusiform, unruptured aneurysm in the left vertebral artery v4 segment with a max diameter of 5 mm and a 7 mm neck diameter. Landing zone: distal: 4.3 mm and proximal: 4.7 mm. The accessed vessel was the femoral artery with a diameter of 10 mm. It was noted the patient's vessel tortuosity was normal. The angiographic result post procedure showed the blood vessel was unobstructed and blood flow was normal. It was reported that when treating the dissecting aneurysm of the left vertebral artery v4 segment, after the microcatheter marksman was in place, ped-450-30 was delivered, and there was resistance at the distal end; when deploying the stent, it was found that the distal end was not opened well, and it still could not be opened after retrieving and deploying again, so the distal end of the stent was still could not be opened through increasing and decreasing tension and swinging. Under fluoroscopy, it was seen that the distal end of the stent was rough, and it was suspected that the braided wire was damaged, which caused the stent to be unable to be opened, so the whole was retrieved outside the body, and the stent was found to be damaged after being pushed out in vitro. Therefore, another marksman was used, after it was in place, a ped-500-35 was delivered and deployed, the operation was completed. It was reported the distal section of the pipeline failed to open. It was reported there was catheter resistance in the distal section. The pip eline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient. The pipeline was resheathed and removed with the microcatheter. The pipeline was not used for an indication that was off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include an 8f guilding guide catheter, marksman microcatheter, synchro 14 guidewire.